Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient indicated about 3 months ago, patient started seeing max. Setting when patient attempted to increase her stimulation, 0.5ma and 0.8ma. Caller reports patient had called to ps maybe about 6 months ago, ps agents redirected patient to hcp and hcp notified mdt rep yesterday. Caller reports when she attempted to increase amplitude on program 4, 5 and 6, caller is only able to increase up to 0.4 and 0.5ma before she is locked out, max setting. Electrode impedance tested: reference 1 c: 802 ohms 3: >4k ohms 2: 1136 ohms 0: 1100 ohms reference 3 all contacts >4k ohms reference 0 c: 727 ohms 3: >4k ohms 2: 1196 ohms 1: 1100 ohms reference 2 c: 771 ohms 3: >4k ohms 1: 1136 ohms 0: 1196 ohms reference c 1: 802 ohms 2: 771 ohms 3: >4k ohms. Caller reports no fall or trauma, or recent medical procedure. Caller reports before max setting message was seen, patient was able to increase amplitude on program 1, 2, and 3, but patient was not getting the symptom relief, patient then tried changing to program 4, which patient then ran into max setting issue. Caller reports patient has tried c+1-, program 2 and program 3, caller reports patient was not getting symptom relief. Reviewed impedance. Reviewed re-programming. Suggest x-ray redirect caller to patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were trying to adjust to a different program because so far they can't get it set quite right. When they get to program 4, they increase to 0.5 and then it states system is operating at maximum settings, therapy cannot be increased. They said this is the same situation for programs 4-7. Patient stated they have not had any falls or trauma and have not had any reprogramming done recently. They are unsure when they first noticed the message but think it maybe was the first of this week. Troubleshooting was unable to be performed as patient has already tried switching to other programs and all of them give the same message. The patient was redirected to their healthcare provider to further address the issue. Patient states they have an appointment scheduled on tuesday (B)(6) 2023. Recommended they notify the doctor of the issue so they are ready for the appointment. They realized they were having issues finding the right program as soon as they got their current implant. They notified the manufacturing re presentative (rep) and the rep told them to turn stim off for a week which is seemed to do better with it off. However, the patient stated they did end up leaking again.